Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged that the up arrow and down arrow keypad buttons were sticking and had a delayed response. It was also noted that the these keypad buttons required multiple presses to elicit a response. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/17/2013 with the following findings: the keypad was found to be peeling at the ok button. Evaluation revealed that up arrow button is intermittently responsive. There was evidence of keypad contamination found under the up arrow, down arrow, and contrast key contacts.